Manufacturer narrative:
The investigation reviewed the calibration and qc data. The last calibration before the event was performed on (B)(6) 2023. The customer's signal counts were below the lower expected values however, the provided qc results were acceptable on the day of testing (± 1 standard deviation -sd). Based on this data, an issue of the used reagent is unlikely. The customer stated that the event only occurred in the first sample. The investigation noted that there was no clotting time before centrifugation; and that if the waiting time for serum tubes before centrifugation is too short, and the blood has not been able to fully coagulate, post-clotting could occur in the serum. This results in fibrin fibrin/clots in the serum. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the sample pictures provided. The picture of the first sample did not indicate any issues. The picture of the second sample showed small clots between the supernatant and the clotted whole blood. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
In mfg report no 1823260-2023-02065-01, the line of h10 additional mfg narrative, the third line should have been: "the investigation reviewed the alarm trace. The alarm trace on (B)(6) 2023 - (B)(6) 2023 showed one "sample clot detection" and three "sample short" alarms. Instead of: "the investigation reviewed the alarm trace; no issues were noted."

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 222 ng/l. This result was reported outside of the laboratory where medical personnel requested repeat testing. The sample was repeated with a result of 14.5 ng/l. A 2nd sample was obtained and run on a different e801 analyzer with results of 14.3 ng/l and 14.9 ng/l.